Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: needle broke. "As per cc form": the needle was then removed from the working channel again. A slight bend was noticed about 8cm behind the tip. When I tried to straighten it, the needle broke. Since the needle was broken, it was folded several times to make it easier to pack. The procedure was successfully completed with another echo-19. The needle was pushed through the working channel. After the adjustment has been made, puncturing should now be carried out. The needle could not be ¿extended¿. The device was straightened and all wheels were removed. Without success. The needle was then removed from the working channel again. A slight bend was noticed about 8cm behind the tip. When I tried to straighten it, the needle broke. Since the needle was broken, it was folded several times to make it easier to pack. The procedure was successfully completed with another echo-19. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes. Please specify if yes. Since the needle was broken, it was folded several times to make it easier to pack 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? Yes. 8. Was puncture of the target site difficult? N/a. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. N/a. 11. If not with the device in question, how was the procedure performed and/or finished? With an other echo-19. 12. Was the device damaged in packaging prior to removal? N/a, yes, no. 13. Was the device damaged on removal from packaging? N/a, yes, no. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? N/a. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? See question 3. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax eg 38-j10kt. 21. Was resistance felt while inserting the device through the scope? N/a. 22. Was the scope recently serviced / repaired? N/a. 23. When was the issued with the product noted? On advancement of the sheath/needle. 24. Was the syringe used during the procedure, after the stylet was removed? No. 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 28. Was the stylet partially removed when advancing the needle into the target site? N/a. 29. How many samples were obtained (passes completed) with this needle? Zero. 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: one unit of lot number c2125254 of echo-19 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 20 jun 2024. Visual inspection: stylet returned separately to the device, distal end of sheath observed to be broken, and broken section of the sheath returned separately with broken part of the needle inside the broken part of the sheath, stylet examined and no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle handle unable to advance or retract, sheath observed to be severely kinked/pinched before sheath extender, needle removed from device and proximal kink observed on the needle, after needle removed needle handle able to advance and retract without issue, additional information was requested if the proximal kink observed on the device in the lab evaluation was observed prior to returning to cirl? Reply received: "this kink occurred when packing for return. During the examination, only the bend was observed about 8cm in front of the distal end." Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 device of lot number c2125254 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-19 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2125254. Instructions for use and label: the notes section of the instructions for use (ifu0101), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being used in a tortuous position in addition to the endoscope being used in a flexed/twisted position as confirmed by the answers supplied to q.7 and q.27 respectively of the patient/event info - notes. The combination of these factors could have led to the bend/kink that was observed on the needle by the user that subsequently led to the cascading effect of the needle and sheath breaking at the distal end. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer a slight bend was observed 8cm from needle tip, the needle broke when the bend was attempted to be straightened. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being used in a tortuous position in addition to the endoscope being used in a flexed/twisted position as confirmed by the answers supplied to q.7 and q.27 respectively of the patient/event info - notes. The combination of these factors could have led to the bend/kink that was observed on the needle by the user that subsequently led to the cascading effect of the needle and sheath breaking at the distal end.

Event description:
A supplemental report is being submitted due to completion of the investigation on 01-aug-2024.